Event description:
The manufacturer received information alleging a ventilator's respiratory rate was too fast. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Water spots were observed in the tubing to the sensor pca. The device's sensor board was replaced to address the issue. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."